Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per facility policy.